Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned system controller (serial number: ((B)(4)) contained approximately 7 days of data combined ((B)(6) 2020 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2020 at 5:50:25 due to the current sense on line a dropping below the alarm threshold amperage. The alarm was cleared on (B)(6) 2020 at 10:45:57. The current sense on line a when the alarm first became active was 0.014 a. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 11:37:58 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested with the returned modular cable and no issues or atypical alarms were produced, including when the cable was manipulated by hand. Visual inspection of the returned controller revealed a white residue consistent with fluid ingress inside the driveline connector. The system controller was disassembled to inspect the internal components and a contaminate consistent with fluid ingress was observed on the system controller main pcb, including the driveline power a circuitry. Additional information provided stated that there were no further atypical alarms after the modular cable was exchanged. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed fluid ingress could have contributed to the reported event. There were also incidental findings of damaged strain reliefs, faded serial number label, missing software version label, dim pump running leds, and fluid ingress. Heartmate iii patient handbook , under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook, section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 1 ¿introduction¿ states that the ¿heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) ((B)(4), rev. A) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report # 2916596-2020-01691. It was reported that patient had a driveline fault alarm that started on the morning of (B)(6) 2020. The modular cable was exchanged as it has shown kinks. Log file analysis captured driveline fault alarm at 5:50 am that has remained active throughout the remainder of log file. There was no interruption on pump support. There were no further alarms after the modular cable exchange.